Manufacturer narrative:
The device was returned and visual inspection revealed housing intact, screen was scratched. The reported event was confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and 1870 which is a motor issue. Replaced motor.

Event description:
It was reported that cadd legacy pump displayed error code. No patient was involved.